Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and had a cracked top case on lower right front corner and by the tube holders, was also cracked on right plunger case. No error was found in the device ehl (event history log). The customer stated problem was not duplicated. No problem was found on pump, the force was reading as intended. Replaced force sensor for preventive due to force sensor was about 10 years old. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information received on (B)(6) 2022 via email and attached to complaint object: it is an ongoing issue with multiple medfusion 3500 pumps and multiple patients. All patients are infants less than 10kg in weight. 1 pump has been returned as a sample. All pumps pass pm (preventive maintenance) occluding at appropriate lbf (pound force) levels when using standard suggested testing equipment. Pumps will occlude at 1.5lbf when using them with drugs or water.

Event description:
It was reported that during a returned order service test, it was determined that, pumps which would normally alarm occlusion at 9 pound-force to 12 pound-force, was alarming for occlusion at 1.5 pound-force. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.